Manufacturer narrative:
Damaged wires to the control board caused the trend valve to stay open subsequently causing the table to not respond to commands via the table's hand control. A steris service technician arrived onsite to inspect the surgical table. The technician inspected the surgical table and upon opening the table's shrouds, he observed damage to the energy chain and valve body cables. The energy chain is made up of link latches. If the link latch or other parts of the energy chain become unsecure, they can hook or rub onto other wires, cables and hoses subsequently causing damage as was seen in this event. The steris service technician repaired the surgical table, tested it and confirmed the table to be operating properly. The surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported following a procedure, user facility personnel commanded the table to level via the hand control however, the table would not respond. The patient was safely transferred off the table. No report of injury.